Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump¿s touchscreen cracked after the user fell on ice, while the device continued to regulate glucose according to the report. Symptoms included no reported injury or adverse clinical effects. Outcomes included replacement of the affected pump and instructions to transition to backup therapy as needed due to loss of watertight integrity. Investigation included collection of device identifiers and logistics for replacement and return, with guidance to shut down the device and sync data to the mobile app and inspection of the returned device. Investigation of this device revealed external physical damage to the touchscreen consistent with accidental impact, with no allegation of device malfunction beyond the cracked screen and loss of water resistance. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.